Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Neither the device or any imaging could be provided for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that there was a revision to replace creo threaded screws that were found loose post operatively with subsequent spacer migration. This event occurred in japan.